Manufacturer narrative:
The device was discarded by the hospital. Since the product was not returned, an investigation could not be performed. Based on the reported complaint, this is potentially a case of the valve backing out of the luer fitting causing the balloon to deflate due to a defective valve subassembly. This problem is currently being investigated in our CAPA process. A lot history record review was completed for the product. There was no nonconformance for the reported lot. (B) (4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview 6 accessory pack short port btt black inflation valve popped out. The procedure was completed by converting to open leg surgery. The hospital did not report any other patient effects. The product was discarded.